Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on the ilet experienced hyperglycemia after the infusion set (contact detach 23 inch, 6 mm) was pulled partially off when the pump dropped, and the user later reported persistent high glucose while in the learning phase and after eating a cookie; the user declined phone guidance to replace the set and planned to seek clinic assistance, while also attempting a cartridge change. Symptoms included hyperglycemia with glucose readings reported over 400 mg/dl and later 371 mg/dl, with no associated symptoms and no ketone testing. Outcomes included no medical intervention, no hospitalization, and no use of backup therapy. Investigation included customer counseling on infusion set replacement, review of potential causes for elevated glucose, and education on the ilet learning phase and manual insulin precautions. Investigation of this case revealed a suspected infusion site integrity issue after a mechanical pull and potential under-delivery relative to needs during the learning phase, with device infusion set component involvement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.